Event description:
Physician intended to use a resolute integrity drug-eluting stent. Patient had severe blockage in the anterior descending artery (lad). Artery was reported to be calcified and 20 mm long. Procedure was started by pre-dilating the lesion using a launcher guide catheter and three sprinter legend balloons (2.0x15mm, 2.5x15mm and 3.0x15mm). Physician attempted to deploy the resolute integrity 2.75x22mm stent but the stent could not cross the entire lesion. Stent was removed and a second guidewire was placed in parallel for better support. The resolute integrity device was advanced again but it was reported to be difficult to advance the entire system. Physician decided to withdraw the stent and guided to the inside of the guide catheter. It was noted a strut of the stent was raised. Another resolute integrity 2.75x22mm stent was successfully used to complete procedure. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the distal tip of the stent delivery system was slightly flared indicating that it may have been stubbed during advancement. A number of proximal stent segments were stretched and deformed. The 1st three proximal segments were positioned over the proximal balloon pillow and cone. The remaining segments were intact.